Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (fails due functional issue) has been confirmed. Upon investigation the battery charger displayed a yellow #2 light, indicating a charger failure. The charger returned to the vendor for further investigation. Will reopen complaint upon root cause evaluation. The root cause for the defective charger was unable to be positively identified and is be investigated by the vendor. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger has a failure due functional issue.